Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a lap chole, upon trying to remove the gallbladder through the port site, the bag tore/separated. There was a hole in the bag. They had to retrieve a piece of plastic that had fallen into the patient. Case completed with a second bag. There was no patient consequence.